Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The production history file was reviewed, indicating that the device was released according to the product specifications. The ring was returned and evaluated. No failure was detected and the ring was found to be within its specification. Redo of the lar procedure, due to fistula following previous operation. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices and the current cumulative leak rate found with the use of the car device is within the range reported in the literature for anastomosis devices.

Event description:
The patient underwent an open lar procedure with diverting colostomy due to diverticulitis and colorectal fistula. The surgeon performed the procedure and anastamosis without incident 3cm from anal verge. Leak test was done with negative results. Six days post-op, the pt complained of pain. The pt was taken to the operating room on day 7 for diagnostic purposes. Upon visualization, the surgeon observed the ring laying in the abdomen. Complete dehiscence of the colon was observed with abdomen full of loose stool, and a permanent colostomy was created.